Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's parent reported via telephone call that the insulin pump alarmed for a button error and that the keypad was entirely unresponsive. The blood glucose reading was 236 mg/dl. The parent did not recall any significant events leading to the alarm. The parent was advised that the insulin pump would be replaced and agreed to return the product for analysis. The parent was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.

Manufacturer narrative:
The pump gave a button error alarm, and had no button response due to corroded keypad traces. The pump also had minor scratches on the display window, and a cracked reservoir tube lip.